Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device had no blood return when the sheath was in right femoral artery (rfa). There was no calcification. Manual pressure was held. There was no injury to the patient.

Event description:
Additional information was received on 21december2020: the procedure was a left heart catheterization with no intervention. Jl4 and jr4 catheters passed through the 6fr sheath. No angiogram of the site prior to placement of the vascular closure device. There was no resistance during wire placement, taking sheath out or placing the angio-seal sheath in place. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections a2, a3, a4 and to provide additional information to section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for blood return issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).